Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hypoglycemia as well as insulin pump had crack on battery cap area. Customer's blood glucose level was 51 mg/dl and treated with food. Customer declined troubleshooting for low blood glucose. Customer was advice to discontinue use of the pump and revert to backup plan. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with case cracked behind the insulin pump at the corner of the belt clip rails and cracked battery tube threads. (B)(4).